Event description:
It was reported that the customer had cracks on the insulin pump. Customer had difficulty rewinding the pump. Customer stated that her blood glucose level was 154 mg/dl at the time. Customer stated that there was also a dark circle on the pump. Customer stated that she woke up this morning and her blood glucose level was 377 mg/dl. Customer treated with the pump. Customer does not have a back-up plan. Customer stated that the damage was on the reservoir compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion test. No rewind anomaly noted. Pump unable to prime during prime/a33 test due to faulty force sensor resistor (gold). Unable to perform the occlusion test due to prime anomaly. Pump passed self test. No unexpected dark circle anomaly noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.